Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not cycling, and the urethra was not closing under cystoscopy. The aus was explanted and upon surgical exploration, a hole was discovered in the interior portion of the cuff. There is no additional information reported.